Event description:
It was reported that the device was double counting paced p-wave in both unipolar and bipolar sensing configurations. The sensitivity was adjusted on the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.